Event description:
It was reported following pump implant the catheter was not functioning properly. Patient believed that "a faulty catheter was brought during surgery and surgeon made do with it anyway and hence she had issues that occurred due to this decision." Patient experienced overdose with symptoms of vomiting, headache and burning sensation in the back. Patient went back to the hospital on (B)(6) 2011 and had a new catheter implanted. Patient suffered "for weeks due to a loss in spinal fluid"; patient felt "her catheter pull from the back in (B)(6) 2012." Per healthcare provider (hcp), the catheter had dislodged; "the hcp did not leave enough room for the catheter to stretch." Patient had a shooting pain down her right leg due to catheter being pushed up on her nerve in her back. Patient underwent a surgery on (B)(6) 2012 for this and during the surgery, the patient stopped breathing. Patient had her next refill for (B)(6) 2012 and she did not have the funds to pay for this. Patient was dissatisfied with her present hcp due to certain financial/insurance issues and was looking for a new hcp. There was no pump alarm and patient was concerned about withdrawal. Drug delivered via the device was hydromorphone.

Manufacturer narrative:
Programmer model: 8835, serial# (B)(4); catheter model: 8709sc, serial# (B)(4), implanted: (B)(6) 2011, explanted: unk. (B)(4).

Event description:
Additional information: it was indicated by the patient, however unclear, that there were two separate surgical interventions for the catheter dislodgement and the catheter pressing on the patient's nerve.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).